Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. Moreover, the lv pulled back and the physician attempted to reposition the lead but was unsuccessful. The lead was surgically explanted. No additional adverse patient effects were reported.